Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly. The instruction warns the user: "visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Do not use the hf cable after one year of use. Replace the cable."

Event description:
Olympus was informed that during a resection of the bladder tumor procedure the device popped, broke apart and fell onto the floor. It was reported that the patient was bleeding when this occurred, however there was no patient injury reported. The device was replaced with another similar device and the intended procedure was completed. The device was visually inspected and it was observed that the device had some noticeable wear. It was also reported that the device had been in use for over a year. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.